Event description:
The device was set to deliver a solution of aztreonam antibiotic with a rate of 100cc/hr for 1 hr delivery in the piggyback mode. Reportedly, the bag was emptied in 5-10 mins. The pt was not injured.

Manufacturer narrative:
Several attempts were made to obtain suspect device from the customer without success. The f/u report will be submitted once eval is done.